Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported event. The power on self-test and a short simulated therapy were successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a heart attack and subsequently passed away. The cause of death was a heart attack. It was reported that the patient was taken to the hospital for another indication and once at hospital the patient experienced three heart attacks. It was reported that the last heart attack damaged his brain and was fatal. It was reported that pd therapy was not ongoing at the time of death but it is unclear and not confirmed if pd therapy was discontinued. It was not reported if an autopsy was performed. No additional information is available.